Event description:
Customer reported the alarm has power, but does not sound when the magnet pull cord is detached. Batteries have been replaced with a new supply. No visible damage reported. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).